Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2005212. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, a shelf carton was observed without the label. It has been determined that this issue resulted from an unexpected temporary error within the label dispenser portion of the packaging process. As a consequence of this error, the label was not correctly placed on the shelf carton.

Event description:
It was reported that the syringe 5ml 22x1-1/4 emerald 10pk france did not have a label. The following information was provided by the initial reporter, translated from french to english: "we found a unit within the order preparation area that did not contain the label below."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 5ml 22x1-1/4 emerald 10pk france did not have a label. The following information was provided by the initial reporter, translated from (B)(6) to english: "we found a unit within the order preparation area that did not contain the label below."